Manufacturer narrative:
The manufacturer has not received the device lot number, or the used product for investigation. Without the benefit of examination and testing the device, or any lot number information, wellspect healthcare is precluded from commenting on the condition of the device or cause of occurrence. Should the device or additional information be received, a follow up report will be filed.

Event description:
According to the reporter, the user experienced urinary tract infections (uti) .